Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed but the pvl remained. Subsequently, a second valve was successfully implanted valve-in-valve to increase radial force and resolved the pvl. No adverse patient effects were reported.